Event description:
Same case as 2134265-2014-03819 and 2134265-2014-03821. It was reported that automatic pullback failure occurred. During the procedure, an ilab ultrasound imaging system was used and it does not pullback sometimes. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).